Event description:
The information was received via medwatch report. It was reported the procedure was being performed on (B)(6) old male patient weighing 70.5 with a medical history of alcohol/drug use. The patient was transferred from osh with open abdomen and abdominal compartment syndrome. The patient required a right subclavian central line (triple lumen). It was done at the bedside, and was a different line placement, requiring portable x-ray to assist with the line placement. The physician was trying to rewire the central line, inserted the wire, exchanged the catheter, and then tried to pull out the wire. She felt it "give" the wire started to unravel. She had to remove the entire catheter, lose access, and do a new stick. Fortunately, the wire remained intact and was removed with the catheter, the patient was not injured as a result of this incident.

Manufacturer narrative:
(B)(4).